Manufacturer narrative:
(B)(4). User facility medwatch report states: while doing a pci of the left main coronary art. Stent number 1) 2.25x12 xience alpine ref # (B)(4) lot# 7030641 was attempted to be placed in lca through a stent which had been placed in the cx. *jailing* the lca, unable to advance the stent upon removing the stent from the body was found to be defected. This stent was retained. Stent number 2) 2.5x15 xience alpine ref (B)(4) lot 7012341 while attempting to place this stent into the lca (as above) the stent became dislodged from balloon. Negative pressure had not been applied to the balloon before the stent came off. Dr. (B)(6) left the wire down the art and attempted to catch the sent in the end of the catheter. Removed the catheter after catching the stent at the end of the catheter, stent came out of catheter and traveled down the right leg when the catheter reached the sheath. Stent was located by fluro and retrieved by use of snare, removed stent, snare and balloon all retained. No additional information was provided. The device was requested, but will not be returned as it is being retained by the site. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: sus voluntary event report (mw5070390).

Event description:
It was reported that the procedure was to perform percutaneous coronary intervention in the ostial right coronary artery (rca), the left main (lm) into the circumflex (cx), and the ostial left anterior descending (lad) coronary artery. An attempt was made to advance a 2.25x12 rx xience alpine stent delivery system (sds) to the rca lesion, but the 2.25x12 rx xience alpine was unable to cross the lesion due to difficult anatomy. Upon withdrawal, the xience alpine stent was noted to have flared/bent stent struts. There were no adverse patient effects and no significant delay related to failure to cross with the 2.25x12 rx xience alpine. A 2.5x15 rx xience alpine stent system was then advanced, but was unable to cross a previously deployed stent in the circumflex (cx). During withdrawal without difficulty (while negative pressure was not drawn), the stent dislodged from the balloon distally. No damaged to the previously implanted stent was reported. The stent was retrieved using the end of the delivery system catheter; however, when retracting the catheter with retrieved stent into the sheath, the stent came out of the catheter and embolized down to the right leg. An attempt was made to snare the dislodged stent with a 2x175 non-abbott snare device, but it was unable to be snared. The stent was ultimately snared using another stent, antegrade, under fluoroscopy. The rca and lm to the cx were ultimately treated with angioplasty and another stent, and the ostial lad was treated with angioplasty. The device issues caused a delay that resulted in prolonged use of anticoagulants, but this delay did not result in any adverse patient effects. There were no adverse patient sequelae. User facility medwatch report received.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported patient effect of stent embolism is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.